Event description:
It was reported that the physician believes that there has been a change made to this lead model as there have been multiple leads that have had high impedance at implant. The status of the leads is not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.